Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure of the implantable pulse generator (ipg) kit for an unknown reason. No additional information was available.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent an explanted procedure due to the battery reaching end of life. Patient is doing great post operatory. The explanted device will not be returned due to facility policy.

Manufacturer narrative:
Supplemental submitted to include additional information received from boston scientific sales representative that changed fields b5 and f10.